Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit also received with corroded power up board. Unable to confirm battery power loss or low battery alerts due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received low battery prior to the replace battery alert or replace battery now alarm. Customer¿s blood glucose was 179 mg/dl. Insulin pump will be returned for analysis.